Event description:
The customer reported that during routine inspection of his olympus evis exera ii video system center, the image was appearing intermittently. According to the initial reporter, a green screen and horizontal lines were appearing in between the intermittent image. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The subject device was displaying an intermittent image due to two faulty printed circuit boards. Additionally, the these bad boards were causing discoloration in the image as well as additional lines in the image. The cables of the device were also noted rusted. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the ¿green image¿ was intermittently displayed due to a faulty patient circuit (cp) board. Additionally, it was determined that there was ¿no image¿ from y/c output due to faulty patient circuit (dp) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.